Manufacturer narrative:
E1: patient city: (B)(6). Patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2025. The blood glucose level of the patient was 416 mg/dl, and the patient was weak, nauseated, had vomiting. The patient went to emergency room. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint 2164911 on 12-may-2025. Device history record (DHR) review: the lot 6009286 was manufactured according to the work instruction (wi) version 81 on 17-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 12-may-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6009286 and no more complaint has been registered in database for the same lot 6009286, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.